Event description:
The bronchovideoscope was returned to the service center with a report of water leakage, and the insertion tube has scratches. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, burnt c-cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this event occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.